Event description:
"B submuscular transpex cronin gels for augmentation. Had post-op r hematoma evacuated. Had 2 units tx. Post-operatively developed r contractures and has been found to have hepatitis c. Pt c/o pain r>l, no decrease in size or h/o trauma, but was found to have l intracapsular rupture on MRI. Because of increased local and systemic sx's desires to have removed. Pt noted l is softer x yrs. C/o arthralgias (+ am stiffness)/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sore throats/fevers, hot flashes, ha's, visual changes, dizziness, memory loss, dry eyes, hair loss, oral sores, rashes, sob/cp, choking sensation, wgt pain, gi/gu disturb. Abnl body odor & easy bruising. Pt otherwise healthy."